Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer¿s investigation. The device was returned to olympus for evaluation. A visual inspection was performed on the received condition of the device. The device was not returned in the original packaging. The distal end was observed under a microscope. A portion of the electrode loop was missing. The broken and missing portion of the electrode loop was not returned for evaluation. The remaining electrode loop that was still intact with the device had indications of heavy char marks. The condition of the insulation on the forks located near the distal end had heavy signs of char marks as well as signs of the insulation being melted. The shaft was also examined. There were no signs of dents, deformities, or excessive bends. The proximal end had no indications of physical damage or discrepancies. Functional tests were unable to be performed, as the electrode loop was damaged. It was undeterminable if the missing portion of the electrode loop fell into the patient. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. It was likely the reported issue was due to wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn, or melt. The instructions for use (IFU) provides the following guidelines: a suitable replacement device must be provided during an application.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Full name: hf-resection electrode, loop, 24 fr., 0.35 wire, 30°, sterile, single use, 12 pcs. Additional 510k numbers: k903323/ k951863/ k954488.

Event description:
It was reported to olympus that during a therapeutic transurethral resection procedure, two new (2) electrode loops broke during the case, for really no reason. The same device was not used to complete the procedure. No other equipment was replaced during the procedure. The reported problem did not impact the outcome of the procedure. The procedure was completed with no patient harm. This complaint is related to patient identifier (B)(6).